Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Upon visual evaluation, polypropylene burr/flash attached to the tip of the syringe is observed. A device history review was performed for lot 2201051, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same and two additional lots were evaluated, molding defect/flash was identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with the molding process. A project has been initiated to reduce this failure within our products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 315 bd plastipak¿ syringes "plastic fibers" were discovered at the tip of syringe. The following information was provided by the initial reporter: small plastic fibers around the tip of the syringes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 315 bd plastipak¿ syringes "plastic fibers" were discovered at the tip of syringe. The following information was provided by the initial reporter: small plastic fibers around the tip of the syringes.